Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient had fallen asleep during a routine hemodialysis treatment. Upon wakening, he felt disoriented, so he discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient went to the ER and was reported as having a panic attack. The patient was also diagnosed as hypovolemic and hyponatremic. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
Facility staff does not attribute the event to nxstage device. The reported blood loss was attributed to user error as the operator discontinued treatment without performing rinseback. The patient's ER report was not available. The system was set to remove 2.0l of excess fluid at a rate of 2.3 liters/hour. Facility has instructed the operator not to set the ultrafiltration rate higher than 1.6 to 1.8 liters/hour, and has provided additional training on rinseback procedures. The user's guide provides adequate instructions for performing an emergency rinseback to return the patient's blood quickly. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.